Event description:
Reported via clinical study. It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. 78 days post index procedure, the patient presented to the emergency department with an episode of blurry vision that occurred at home and lasted approximately ten (10) minutes before resolving. The patient was admitted for observation. Computed tomography (CT) imaging was negative, and subsequent magnetic resonance imaging (MRI) of the brain demonstrated no acute infarct. The patient was discharged the same day. The event resolved without residual neurological deficits.

Event description:
Reported via clinical study. It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. 78 days post index procedure, the patient presented to the emergency department with an episode of blurry vision that occurred at home and lasted approximately ten (10) minutes before resolving. The patient was admitted for observation. Computed tomography (CT) imaging was negative, and subsequent magnetic resonance imaging (MRI) of the brain demonstrated no acute infarct. The patient was discharged the same day. The event resolved without residual neurological deficits. It was further reported the patient had a transcatheter aortic valve replacement (tavr) procedure between the laa closure procedure and the tia event. The site has labeled the tia as being related to the tavr procedure, not the laa closure procedure. The patient was on aspirin at the time of the event.

Manufacturer narrative:
B5: information added.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037155275. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include transient ischemic attack (tia) (blurred vision) (hospitalization, imaging required). Risk review: a risk review was completed and confirmed that the event of transient ischemic attack (tia) (blurred vision) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. 78 days post index procedure, the patient presented to the emergency department with an episode of blurry vision that occurred at home and lasted approximately ten (10) minutes before resolving. The patient was admitted for observation. Computed tomography (CT) imaging was negative, and subsequent magnetic resonance imaging (MRI) of the brain demonstrated no acute infarct. The patient was discharged the same day. The event resolved without residual neurological deficits. It was further reported the patient had a transcatheter aortic valve replacement (tavr) procedure between the laa closure procedure and the tia event. The site has labeled the tia as being related to the tavr procedure, not the laa closure procedure. The patient was on aspirin at the time of the event.